Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that there was a ram chip memory error. It was also noted that analysis of the device revealed normal battery depletion. Performance data was also collected from the device and analyzed. Analysis from this data revealed there was a power on reset (por). It was noted that there was one por for write to locked ram, addr=37a6, data=00 on (B)(4) 2012 08:10:45 and one patient alert for device circuit error on (B)(4) 2012 08:10:45. It was also noted that battery depletion indicated/eri (elective replacement indicator). The time of rrt(recommended replacement time) in save to disk on (B)(4) 2012 device rrt less than or equal to 2.62 volt. The daily battery voltage trend data shows battery equaled 2.62 volts between (B)(4) 2012 and (B)(4) 2012. And there was one patient alert for low battery voltage on (B)(4) 2012 02:15:06.

Event description:
It was reported that the physician was displeased with the longevity of the device as the device reached elective replacement indicator (eri). It was also unclear why the device also had several power on resets due to flipped bit in the memory of the device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion and the device meets expected longevity.. It was noted that there was a ram chip memory error. Performance data was also collected from the device and analyzed. Analysis from this data revealed there was a power on reset (por). It was noted that there was one por for write to locked ram, addr=37a6, data=00 on (B)(4)-2012 08:10:45 and one patient alert for device circuit error on (B)(4)-2012 08:10:45. It was also noted that battery depletion indicated/eri (elective replacement indicator). The time of rrt(recommended replacement time) in save to disk on (B)(4)-2012 device rrt less than or equal to 2.62 volt. The daily battery voltage trend data shows battery equaled 2.62 volts between (B)(4)-2012. And there was one patient alert for low battery voltage on (B)(4)-2012 02:15:06.